Event description:
Additional information confirmed via "3 negative wound cultures" that infection was not present. It was indicated that there was wound dehiscence; however the physician closed the wound after 30 minutes of irrigation with bacitracin. It was noted that the wound was healed and the pump had remained implanted. The patient was back to her normal life with "good response" to the pump.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an infection following an infusion system implant. The pump was delivering bupivacaine and dilaudid. Additional information has been requested but was not available at the time of this report.